Manufacturer narrative:
A medtronic representative reported that the user difficulty was related to following direct instructions as they became flustered with the surgeon yelling at them. The laser ablation system was set up and tested. The issue was only with the technologists running the MRI console. The rep was able to finally obtain a single plane background image and tmap that we used for a successful ablation. The delay to the procedure was caused by purely an MRI operator error. The patient was in the MRI for about an hour when the surgeon arrived and started yelling. The reported details were reviewed by engineering who confirmed there was no allegation of malfunction or deficiency. The cause of the issue was found to be related to user technique.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative inspected the imaging system on-site. It was confirmed that the reported issue was caused by the site staff being unfamiliar with the use of the laser ablation system and its protocols. The medtronic representative has completed training with the site personnel to inform them of the proper use of the system to prevent any recurrence of this issue. The system is fully functional. The reported effects on the patient were isolated to during, and immediately after the procedure. The patient was confirmed to not be experiencing any ongoing health issues from this procedure. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's laser induced thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that during a procedure, a patient was affected by the laser induced thermal therapy procedure. It was reported that site staff were not able to properly follow instructions from the medtronic representative because the surgeon was shouting at them. It was reported that this communication breakdown resulted in extensive time in the scanner for laser ablation (greater than 1 hour), difficult extubation, patient body temperature issues, and an unexpected length of post-op stay in the hospital.